Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles it show two alarms technical failure 401 "inspiration valve or device leaky" and technical failure 316 "blower failure". Most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the main board due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. No temperature alarms are visible on logs. Exact root cause under investigation with I-ch-21-024. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 alarmed 401 "inspiration valve or device leaky". The customer confirmed that there was no patient involvement associated with the reported event.